Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged the patient experienced that day a blood glucose of 38.3mmol/l, with moderate ketones, polyuria, and polydipsia, associated with an alleged inaccurate delivery issue. Reportedly, the patient discontinued pump therapy, and was treated in the hospital with insulin via injection, and intravenous fluids by their healthcare provider. During troubleshooting with customer technical support, it was revealed the pump was miscalculating the dosage based on the blood glucose level. The basal delivery totals in total daily dose matched the active basal program total or were as expected. The basal history matched the active basal program settings. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with an inaccurate delivery issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 30-mar-2018 with the following findings: during investigation, the pump was manually suspended & manually resumed. Unexplained loss of prime occurred and deliveries never resumed. The pump was exercised for 24hrs with a 2.0u/hr basal rate; at end testing the basal history correctly showed 2.0u and the total daily dose (tdd) showed 48.0u. Manually calculated an ezcarb and ezbg bolus; returned pump correctly calculated the same units. Pump¿s bolus calculation feature found to be functioning properly. The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within range. There were no errors or delivery interruptions occurred during the testing. Unable to duplicate the complaint.